Event description:
Physician reported that some lasik patients exhibited eye irritation described as typical toxic keratitis after femtosecond / excimer lasik surgery. Medical devices used during lasik included laser (zeiss, interlase, bausch & lomb), single-use asico dishler cannula, millipore filter, eyelid speculum, droppers, murocel sponge, sinsky hook. Eight different solutions and eyedrops were also used during each. Physician reported: 4 patients have persistent eye inflammation condition never before experienced. Conditions developed during a two week period when physician's nurse reported using new lot of cannulas for some surgeries. The physician suspects these single-use cannula contained some nitrate residue and may be the cause of the problem. Particular lot # was not correlated by physician to affected patients. Asico promptly initiated investigation. Particular cannula suspected by physician were from a single work order of 110 made entirely for this order and were processed / cleaned together. This lot of cannula included several thousand devices manufactured in july 2007 and no other adverse reports have been rec'd. We continue to investigate the situation. We are undertaking lab examination and testing on a remaining specimen returned; we are requesting additional detailed info on the events from the physician.